Event description:
In 2008, boston scientific corporation was informed that during a procedure, three resolution clip devices prematurely deployed into the large intestine. The physician retrieved the clips. The clips did not engage tissue at all. The procedure was completed with a fourth of the same device without any patient complications. Patient is "fine". Note: this is the first report of three related complaints. Please refer to MFR #s 3005099803-2008-06927, 3005099803-2008-06928.